Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker could not be interrogated. The patient was in the hospital with a heart rate in the 170s. Additionally, the health care professional noted that the device had mitigrated to near the patient's armpit. At this time, no further information was able to be obtained. The pacemaker remains in service and there have been no adverse patient effects reported.